Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that device had system error was not confirmed during testing or log review. The event date was reported as 01 april 2025; time was not reported. Review of the pcu error log showed no errors were recorded on the reported event date or errors related to the report incident. The pcu event log showed no used of device on 01 april 2025. During boot up the pcu did not display any errors or malfunctions. A basic test infusion was programmed, the infusion was completed successfully after 48 (forty-eight) hours without any issues preventative maintenance (pm) testing was performed on the suspect pcu s/n 16339000. The asm pm task completed successfully without any observed errors or malfunctions. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.